Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2011, for neck and bilateral arm pain. It was reported that the pt had an unexplained rash all over his body. The pt reported effective stimulation coverage with the system. The pt was scheduled to see a dermatologist to perform allergy testing and evaluate the rash. No further info is available at this time.